Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and a haptic kinked during insertion. The lens was removed and another same model lens was implanted without any patient injury.

Manufacturer narrative:
Visual inspection of the returned product showed that part of the optic was torn off and there was a small tear near a bent haptic. There was evidence of a clear surgical residue. Conclusion - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.